Event description:
It was reported that the patient experienced migration and the return of pre-existing pain symptoms. The patient underwent a revision procedure and the spacer was replaced with a new spacer.